Event description:
It was observed that during device evaluation, the ultrasound gastrovideoscope exhibited a damaged ultrasonic probe packing joint, resulting in loss of watertight integrity at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction it is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.